Event description:
The customer initially reported that the device would not open. The incident device was returned and a visual inspection revealed that a small piece of metal from the device jaw was missing.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow-up report will be submitted.